Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta)/stenting procedure, after pre-dilation the physician experienced difficulty advancing/tracking the smart control 10 x 60 stent delivery system (sds) through the vessel due to severe tortuosity. The physician pushed further but the stent started to be released/pre-deploy prior to removal of the locking pin. The device was removed from the patient without stent placement. Another stent was used to complete the procedure successfully. There was no reported patient injury. The target lesion was the common iliac artery. The approach for the procedure was contralateral using a non-cordis sheath. There was no reported product issue with the sheath used. A non-cordis guidewire was used. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored properly according to the IFU. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The guidewire and embolic protection device used for the procedure was unknown. There was no reported difficulty advancing the sds over the guidewire or embolic protection device used. The guidewire or embolic protection device used did not get stuck in the sds/catheter. The sds handle of the device was held flat and straight outside the patient as instructed in the IFU. No unusual force was applied during advancement of the sds. No additional information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15897191 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta)/stenting procedure, after pre-dilation the physician experienced difficulty advancing/tracking the smart control 10 x 60 stent delivery system (sds) through the vessel due to severe tortuosity. The physician pushed further but the stent started to release/pre-deploy prior to removal of the locking pin. The device was removed from the patient without stent placement. Another stent was used to complete the procedure successfully. There was no reported patient injury. The target lesion was the common iliac artery. The approach for the procedure was contralateral. There was no reported difficulty advancing the sds over the guidewire or embolic protection device used. The sds handle of the device was held flat and straight outside the patient as instructed in the IFU. No unusual force was applied during advancement of the sds. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored properly according to the IFU. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15897191 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. Vessel characteristics and procedural handling addressed in the IFU may have contributed to the event. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. With review of the device history records, there is no indication that the event is related to the manufacturing process. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.